Event description:
Surgeon was using the endo gia universal stapler. The nurse gave up a reload and it didn't work. Another reload was given and it didn't work. The nurse then opened another stapler with a reload and it didn't work. Finally the nurse opened a reload that worked. The nurse collected the used reloads in a bag and left for the service lead.